Event description:
The customer called and reported the insulin pump alarmed while he was priming the pump, to indicate the force sensor system was compromised. Customer's blood glucose was 250 mg/dl. The drive support cap appeared normal and the customer reportedly did not press it while connected to the device. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.